Manufacturer narrative:
Approximate age of device ¿ 32 days. A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a driveline infection. The patient's exit site was red with a tan thick drainage. The patient's white blood count was elevated. There was no odor, fever, or chills. The patient was treated with ciprofloxacin and bactrim. The infection reportedly resolved on 4/14/2015.